Event description:
It was reported that the atrial lead exhibited noise and 627 mode switch episodes. The auto polarity switch was triggered and caused low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead was capped and replaced due to noise on (B)(6) 2011.